Event description:
It was reported the pt line became disconnected from the luer lock. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should new info be received, a supplemental form will be completed.